Event description:
Per the clinic, the patient was hospitalized after developing meningitis. No other details were provided, however, additional information has been requested.

Manufacturer narrative:
(B)(4): implanted device remains.